Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as the onset, the patient was treated with vancomycin injection (1 gm every 5th day intravenously and was ongoing), meropenem injection (1 gm intravenously and ongoing) and megnova (1 gm via intraperitoneal and discontinued after 10 days) for peritonitis event. One day after the onset of event, the patient was hospitalized. At the time of this report, the patient was recovering and still hospitalized. After ten days, pd therapy was discontinued and patient was switched to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported the patient was discharged from the hospital, antibiotic treatment was discontinued, and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.